Manufacturer narrative:
Results: perforation. Based of no return of device and limited details available the root cause cannot be determined. Conclusions: perforation.

Manufacturer narrative:
Results and conclusion: (no device received for evaluation). (B)(4).

Event description:
The physician was treating lesions in the mid lad and mid-proximal rca. The rca lesion exhibited little tortuosity and calcification with 70 %-80 % stenosis. The physician chose a la5 papa1 to use as a diagnostic and guide catheter for ptca stenting in the lad and for fractional flow reserve (ffr) in the rca. The device was removed per IFU and inspected with no issues noted. The device was not prepped. It is reported that the la5papa dissected the rca which had an extremely inferior take off. The rca was cannulated with the device, because of the inferior take off the catheter deep seated in proximal rca. The .014 ffr wire was introduced and tip of the guide was moving as a result of the heart beating and the la5papa1 tip dissected the proximal rca. The dissection was treated with two long non-medtronic stents. It was confirmed that the guide catheter did not become twisted during the procedure. No force was applied when advancing or manipulating the catheter. The lad was treated with no issues noted. Patient stabilized and was discharged home.